Manufacturer narrative:
H2) device evaluation: h3, h6: one device was returned for evaluation. Visual and functional testing were performed, and the pump was in used condition. The downstream occlusion (dso) seal was lifted as verified by visual inspection. The pump was run 3 times and failed accuracy tests. The reported problem was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause of the customer reported problem was an out of specification expulsor. The manufacturer representative replaced the expulsor and dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume accuracy test 3x (12.266ml, 14.468ml, 15.079ml). The event occurred during testing, there was no patient involvement.